Manufacturer narrative:
(B)(4) initial report. Additional information including confirmation on which devices were revised, post primary and pre revision x-rays, operative notes (primary and revision), whether the patient followed correct post-op protocol, when the loosening was identified, whether the patient experienced any slips / falls or other trauma post primary surgery, patient medical history and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Revision of the patient's right hip after approximately 1 year and 8 months due to groin pain and loosening. It is unknown which of the devices were revised.

Manufacturer narrative:
Per -4900 final report additional information including confirmation on which devices were revised, post primary and pre revision x-rays, operative notes (primary and revision), whether the patient followed correct post-op protocol, when the loosening was identified, whether the patient experienced any slips / falls or other trauma post primary surgery, patient medical history and an update on the patient post revision was requested in order to progress with the investigation of this event. It was confirmed that all components were revised, however, none of the other information could be provided and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. It was found that all finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the reported pain and loosening could not be determined, therefore this case is now considered closed. However, should any additional information become available then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity / metafix revision of the cup, ecima liner, ceramic head and stem after approximately 1 year and 8 months due to groin pain and loosening. It is unknown which of the implants loosened.